Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the hdmi port was damaged and failed to read the baton. As a result, the image blacked out; however, the customer was able to successfully intubate the patient with the same video baton after reconnecting and getting the image to reappear. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The customer declined the option to have their glidescope video baton 2.0 large returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. However, it is likely that the reported damage to the video baton's hdmi port may have caused or contributed to the image issues. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Review of complaint history for the reported video baton serial number (B)(6) did not identify any previous complaints reported to verathon. Trending analysis for the glidescope video baton 2.0 large does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.